Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's power management board was replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported "service required" alarm conditions requiring a ventilator's power management board and system board to be replaced to address the issues. The components were returned to the manufacturer's quality assurance laboratory for further investigation. No malfunction was found with the device's power management board. During the investigation the root cause of the system board failure was found to be caused by an integrated chip failure.